Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received reveals no biomet products are involved with the reported issue. This medwatch, 0001825034-2014-07017, is considered closed at this time.

Event description:
Patient reported to have undergone right total hip arthroplasty on (B)(6) 2013. Subsequently, patient alleges a popping sound in the joint followed by pain, difficulty ambulating and an unnatural gait. The patient further reports that a second opinion regarding a revision will be sought; however, no revision has been reported to date. Additional information received from the patient revealed that patient has competitor products implanted in his right hip. There are no biomet products involved in the reported issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone right total hip arthroplasty on (B)(6) 2013. Subsequently, patient alleges a popping sound in the joint followed by pain, difficulty ambulating and an unnatural gait. The patient further reports that a second opinion regarding a revision will be sought; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product identification/expiration date - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.